Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing impedance measurements on the right ventricular (rv) lead were high and out of range. Provocative maneuvers did not produce any noise. All other electrical measurements were stable. As a result, the patient will continue to be followed appropriately. No adverse patient effects were reported.